Event description:
Approx 5 months after cochlear implantation, this pt's device reportedly had 2 open circuit electrodes. Over the next several months, additional electrodes were found to be open or short circuit. By 2005 all but 3 electrodes were non-functional. The clinic decided to explant the current device and reimplant the pt with a new device. The procedure has not yet been scheduled.